Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular lead was repositioned due to dislodgement. The dislodgement was discovered when the patient was at the table due to an atrial revision as the previous atrial lead had been explanted. The patient underwent surgical intervention to reposition the lead. No additional adverse patient effects were reported. The lead was returned and it is waiting for product analysis.

Event description:
It was reported that this right ventricular lead was repositioned due to dislodgement. The dislodgement was discovered when the patient was at the table due to an atrial revision as the previous atrial lead had been explanted. The patient underwent surgical intervention to reposition the lead. No additional adverse patient effects were reported. The lead was returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.